Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm and that insulin was squirting out during manual priming. Customer reported that insulin continued to drip out after the motor stopped. Customer reported that the insulin pump was cracked. Blood glucose level was 122.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank display was noted. The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom left side corner, cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.